Event description:
Consultant reported: patient implanted 4.5mm lcp condylar plate on (B)(6) 2011, plate broke post-operative. Patient revised on (B)(6) 2011 with the same plate (222.656). During the removal of the plate and screws, the most distal posterior screw stripped. Surgeon drilled the head of the screw out and then the screw broke. The broken screw head was retrieved, however, the shaft of the screw remains in the patient. During placement of new plate and screws, surgeon was able to insert all but one screw. Surgeon left the most distal posterior screw out. Procedure was completed with no further problems. Update: 01/16/2012: received product questionnaire. Surgeon reported date of event, patient age, date of removal was corrected. Surgeon reported patient felt a pop and experienced increased pain at the fracture site. Surgeon also reported patient had a non-union of fracture and there were no healing at the time of revision of new plate. Consultant reported 12/01/2011 as the date of removal, surgeon reported date of removal as (B)(6) 2011. Complaint has been updated. This report is 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. This report is for an unknown cannulated screw. Investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Placeholder.